Manufacturer narrative:
A review of the device history record did not reveal any exception documents. Complaint database review found one similar complaints for this lot number. A follow-up report will be submitted when the device evaluation has been completed.

Event description:
It was reported that the rotator broke during injection. Injector settings: pressure limit 750 psi, flow rate 1.4 ml/ s, volume 6 ml.